Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock at times became loose. The customer thought they were designed poorly. The customer would twist it tighter and had no issue with it becoming completely disconnected. The blood glucose was not impacted.